Event description:
The reporting facility described an event as difficulty inserting spinal drain catheter (B)(4). When the physician attempted to remove catheter, it broke leaving 35 cm of catheter in the spinal column. Attempts to remove remaining catheter were unsuccessful. Second catheter inserted without difficulty. No pt injury occurred as a result of the event. Additional clinical info requested from the reporting facility. (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.